Event description:
I was charged (B)(6) cash by my dr to have a covid antibody test done. They drew a blood sample at my house and brought it to their lab where I understand a drop of it placed on a cassette and told me I was negative. Eventually I went to (B)(6) and found out I had covid and several of my family were exposed. Other patients of this md paid as much as (B)(6) for this test. Kits were provided by (B)(6) to my md for (B)(6). Dr. Charged me for additional lab work from my blood. I understand test no longer available through that vendor; (B)(6). FDA safety report ID# (B)(4).